Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the DHR found and no discrepancies were found with the same part and lot combination. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Investigation results concluded that the reported event was due to the patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient underwent an additional right hip revision due to aseptic cup loosening. Operative report further noted the presence of fractured screws and cup dislocation.